Manufacturer narrative:
The customer is using reagent lot m908398. The issue was resolved upon changing the reagent lot. Service was not needed for this event as this issue is reagent related. Investigation into the root cause of this issue is ongoing.

Event description:
...

Event description:
A customer contacted beckman coulter inc. (Bci) in regards to (B)(6) rheumatoid factor (rf) results generated by immage 800 immunochemistry system.the results were reported out of the laboratory. There was no effect to the patient treatments.

Manufacturer narrative:
(B)(4)